Event description:
It was reported that during the implant procedure, the catheter broke apart approximately two inches from the hub during the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial delivery catheter was returned and analyzed, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.